Event description:
After treatment with juvederm ultra in the nasolabial folds, pt presented with discomfort, dry flaky skin, pustules, inflammation, and a possible infection at the injection site. The physician prescribed topical bactraband and an oral antibiotic. The physician noted the prescriptions were used to hasten the resolution and prevent worsening of the symptoms.

Manufacturer narrative:
Medwatch sent to FDA on 06/04/2009. The documentary research in the batch file shows that no element could explain this reaction; all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilisation cycle) are registered as conforming to the specifications.